Event description:
Placed dht to r nare. Upon first attempt, co2 noted on co2 detector at 40-45 cm. Tube withdrawn, 2nd attempt made. Tube passed easily to 68 cm, noco2 noted, 60ml fluid withdrawn, tested for ph, ph low at 8, however pt has recently rec'd declog via dht, so tube noted to be in right lung upon xray. Md at bedside to evaluate fluid and xray.